Manufacturer narrative:
The returned cable was evaluated. External visual inspection showed no damage. The module failed functional testing. X-ray images showed no damage. The unit is able to power on but it doesn't communicate with the unit. The unit is sealed and cannot be opened for additional inspection. System board failure likely caused the unit to stop communicating. A service history record review reveals that this unit was in the field for over 4 months with no previous reported issues related to this reported event.

Event description:
The customer reported that moving the cable can cause intermittent connection. No patient impact or consequences were reported.